Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37791, serial# unknown, product type: recharger.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain via a manufacturer representative. It was reported that there was discomfort and heat while charging and that the implantable neurostimulator was too hot at the implantable neurostimulator site. The patient was recently implanted in (B)(6) 2016. The health care provider assessed the pocket and deemed it fine. The patient had only recharged a few times and thought that he noticed it on the 2nd time; however he did not see a thermometer icon when he recharged. There was a damaged recharging antenna with no code seen at the time of the report. The temperatures were increasing and the implantable neurostimulator was hot. The patient was sent a new recharger antenna.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.